Manufacturer narrative:
Further information has been requested but not yet received.

Event description:
Additional information received indicated the patient had passed away due to unknown causes. There was no confirmed malfunction related to the device and the cause of the death remains unknown.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.